Manufacturer narrative:
(B)(4). Concomitant medical products ¿ performance tibial stem catalog 780401040 lot 015451; screw catalog 7500409 lot 015574; screw catalog 7500409 lot 016407; screw catalog 7500409 lot 016407; performance tibial tray catalog 750403076 lot 015037; tibial locking screw catalog 7700015b lot 013780. Report source (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for a left knee revision to remove the articular surface due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's articular surface was revised due to wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.